Event description:
At approximately 4:00 am, the patient's blood glucose level (bg) was 19 mmol/l (342 mg/dl). After administering a 5-unit bolus via an insulin pen, bg levels decreased to 16 (288), 15 (270), 14.3 (257.4), and 13.4 mmol/l (241.2 mg/dl). Upon removing the pod, it was observed that the cannula had not been properly inserted into the skin, and a small amount of insulin was present on the skin. The pod had been worn on the abdomen for between 5 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.